Event description:
During a temporal lobectomy, the sonastar had a tip error. They were unable to get rid of it. The system worked at reduced power. With reattempts in the temporal lobe, the tip broke off into the brain. Surgeon saw it and retrieved the tip. The pt did not suffer any adverse effects as a result of this incident. Surgery was prolonged 1 hour 30 minutes.